Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced a ¿low¿ blood glucose (bg) level, a specific bg value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. The customer reverted to manual injections for insulin therapy.